Event description:
According to the reporter: the joint (little black tube) between the two metal rings fell down in the patient during pushing ot the bag. It could be removed without any problems. No injury of patient, no extension of incision or surgery time, no blood loss, no change of surgery, no tissue damage.

Manufacturer narrative:
(B)(4).